Manufacturer narrative:
The reported information and the device logbook were analyzed. The error log gives no indication of a device malfunction. It could be determined that the alarm message "hpo supply insuficient" was posted 201 seconds after the start of the ventilation. The technical principle of the carina is the following: during the expiration phase, the o2 valve is opened and the flow is measured. If the required flow is not reached, the alarm ¿hpo supply insufficient¿ is posted. In general, after separating the hpo supply from the device, an amount of oxygen remains in the breathing system and is used to further ventilate the patient. Depending on how much oxygen is currently consumed by ventilation with the current ventilation parameters, this residual amount is used up. In the reported case, the device ventilated the patient until the residual oxygen in the breathing system was depleted. Then the device posted the alarm "hpo supply insufficent" as specified. Carina is not equipped with an integrated monitoring of the oxygen concentration that is supplied to the patient. In the IFU, the following is stated: "in the case of patients who require an increased o2 concentration use external o2 monitoring."

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that ventilation was started but the oxygen piping was not connected. When the hospital noticed the alarm, the patient became hypoxic. It was later stated that the patient had a hypoxic encephalopathy.